Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician tried to perform an atrial pacing with support on the right ventricle since the patient is pacing dependent. Unfortunately, he has chosen the atrial pacing only. The patient who was sitting on a chair had a syncope and had a femoral neck fracture. The physician complains about the tablet ergonomy when somebody has large fingers.

Manufacturer narrative:
The complaint did not require an investigation, no malfunction is reported. Nevertheless, a complaint regarding the ergonomy of our software interface is reported. Therefore this complaint is recorded for trending purposes. The serial number is unknown for now, a follow up report will be sent when it will be available.

Event description:
The physician tried to perform an atrial pacing with support on the right ventricle since the patient is pacing dependent. Unfortunately, he has chosen the atrial pacing only. The patient who was sitting on a chair had a syncope and had a femoral neck fracture. The physician complains about the tablet ergonomy when somebody has large fingers.